Event description:
Report received of an undocumented number of incidents of suction cannister filters getting clogged, resulting in decreased ability to suction. This is a general complaint of ongoing issues occurring during surgery. No specific patient information was provided. It was reported that "little pieces of the filter" are getting stuck in the regulator lines during surgical procedures causing decreased ability to suction. All regulators have been cleaned. It was reported that small "shavings" of the filter, which is located on the suction cannister lid, are somehow getting sucked into lines in the regulators. The regulators are reportedly requiring cleaning more frequently than usual due to these problems. There have been no reported adverse patient effects. Additional information was requested, but no further information was obtained.